Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No blank displays or unexpected critical pump errors (open book image) were noted during testing. However, after further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump not working before got an image with a big red x and open book image on the pump screen. Customer's blood glucose level was unknown. Customer also stated that the no error was displayed before the open book image was on the screen. It was also stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.